Event description:
During an intra-operative radiation treatment (iort) in the breast a no coolant flow error was detected in the controller. The treatment was stopped. The controller was repaired by replacing the cooling pump and the controller was restored to full function. The patient returned to the office 48 hours later and the treatment was resumed. The patient was treated successfully, and the incident did not result in a patient injury.

Manufacturer narrative:
Supplier has been issued a corrective action to redesign the coolant pump in order to avoid future failures. Patient was not harmed.